Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was noted that atrial lead exhibited high capture threshold. Loss of capture was also noted. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.